Event description:
Urolift delivery handle with scope seal being utilized for procedure. Delivery mechanism malfunction after implant cartridge fired. Delivery handle would not release cartridge load and would not fire current cartridge. No harm to patient.